Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported calibration issue. The printed circuit board (pcb) for the display was replaced as a preventative measure and the stylus was re-calibrated. Analysis also noted that the handle covers were cracked. The handles covers were replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen of the programmer was de-calibrated; attempting with both the service disk and a new stylus did not resolve the issue. The programmer has been returned for repair. There was no patient involvement.